Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that intraocular lens (iol) found to be faulty as it would not advance. Additional information has been received and stated that the surgery has been completed by using back up iol.